Manufacturer narrative:
Correction: a4 - patient weight was omitted from previous report.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t wave oversensing. Programming adjustments were made. The patient was asymptomatic.